Event description:
It was reported that the patient was experiencing high impedance issues on their cervical system. As a result, surgical intervention took place where a new system was implanted to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.